Manufacturer narrative:
Additional information: d4, d9, h3, h4. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the dialyzer. Blood was noted throughout the dialyzer, including on the outside of the fibers. During gross visual examination, a delamination was observed in the polyurethane (pu) on the non-cavity ID end. The delamination was found to be extending from approximately 310° to 150°, with the dialysate ports at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. The investigation into the complaint was able to confirm the reported event.

Event description:
The facility administrator from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak occurred immediately at the initiation of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It is unknown if a blood leak test strip was used. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: an investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The sample is still expected to be returned for evaluation. A supplemental MDR will be submitted upon completion of the sample investigation.

Event description:
The facility administrator from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak occurred immediately at the initiation of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It is unknown if a blood leak test strip was used. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak occurred immediately at the initiation of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It is unknown if a blood leak test strip was used. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.